Event description:
The customer reported via phone call that they receive a no delivery alarm every time they change their infusion set. Customer's blood glucose was 205 mg/dl at the time of the incident. Customer stated that the alarm occurs during a bolus. Troubleshooting was performed and customer stated that the insulin did exit. Customer was unable to remove the set at this time to examine the cannula. Customer stated that the cannula was not bent and that they were using a new set. Customer hung up without warning and troubleshooting could not be completed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.